Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: delivery is often influenced by patient anatomy and user technique, but without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a homograft valve with aortic insufficiency. Upon deployment, the paddles did not fully expand due to a narrow and calcified sino-tubular junction. A balloon aortic valvuloplasty (bav) was performed in attempt to expand the outflow portion of the valve. Upon placement of the balloon, the valve migrated to the left ventricular outflow tract (lvot). A second valve was placed valve in valve. No other adverse patient effects were reported.